Event description:
It was reported that the patient presented for a generator change procedure. After the generator change, it was noted that the right ventricular lead exhibited loss of capture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct reporter name should have been gateway cardiology rather than yousef abdulnabi. The correct facility address should have been (B)(6) rather than (B)(6).

Event description:
New information noted that the right ventricular (rv) lead exhibited intermittent loss of capture and sensing. An abrasion was noted on the lead. The rv lead was capped and replaced on (B)(6). 2022. The patient was in stable condition.